Event description:
Ever since I've had essure, I have had problems. My back hurts; my side hurts and I can hardly move my legs. I used to enjoy working out. Now I can hardly move my legs; my hips hurt. I feel sick all the time with headaches. Metal taste in my mouth that won't go away. I have about 10 doctor's appointments a month related to essure. I've had cyst, polyps, arthritis and scoliosis. I've been given 12 different medications management and physical therapy. I can't bend over. It hurts to wipe.